Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a power-on reset. The device was tested on the bench and a connection anomaly on the hybrid was found. The cause of the reset was a connection anomaly on the hybrid.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapies. The device could not be interrogated and was found to be in backup vvi reset mode. The device was explanted and replaced. Patient was in stable condition post-procedure.